Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer received change battery now alarm without getting previous low battery alarm on the insulin pump. Customer changed the batteries but the pump did not accepted. Customer stated they did not received low battery alarm prior to replace battery or replace battery alarm. The insulin pump battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. The product will be returned for the analysis.